Event description:
The information received from the (B)(4) study indicated that the patient was admitted symptomatic with a 95% stenosis in the ostium of the right internal carotid artery. The lesion was 15mm long, eccentric, with mild tortuosity and no calcification. The lesion was pre-dilated. An 8 x 30 precise pro rx stent was deployed with no malfunction or adverse event. The residual stenosis was 20%. An angioguard rx was successfully deployed and retrieved with no technical problems or associated major adverse event. Five days after the index procedure, the patient was admitted to the emergency room after being found on the bathroom floor he had hematemesis and had been having melanic stool. He had complaint of epigastric pain over the previous days. An egd showed two gastric ulcers. He was off plavix for approximately 24 hours, was then noted to have significant left hemiparesis. Repeat carotid pvl showed occlusion of the right internal carotid artery (this was the side that was stented). He did rule in for myocardial infarction via troponin I and cpk isoenzymes.

Manufacturer narrative:
Repeat egd showed large clots and retained blood in the stomach and duodenum, 1cm ulcer in the proximal stomach, 4-5mm visible vessel without active bleeding adjacent to the ulcer, status post placement of two endo clips. Off antiplatelet therapy the patient's neurologic status continued to deteriorate. Repeat head CT showed "evolution of acute infarct in the distribution of the right middle cerebral artery." The patient was supported initially with blood products, pressors, fluids. Neurologic status continued to deteriorate and given his active gi bleed he could not be given antiplatelet therapy. Given the fact that he had a large stroke which could not be treated with anticoagulation or antiplatelet agents and he had an acute myocardial infarction which again could not be treated, he continued to have some active gi bleeding. Given his significant neurologic deficit from the stroke, family members were all in agreement to provide comfort measures to the patient. He was transferred out of the intensive care unit, blood products were stopped, palliative care was initiated. He ultimately expired on (B)(6)2010 and family was in attendance. Seven days post right internal carotid artery (ica) stenting procedure, 24 hours after discontinuation of aspirin and plavix due to gastro-intestinal bleeding, the patient had a significant left hemiparesis and diagnosis of a cerebral vascular accident with complete occlusion of the right carotid artery and precise stent. The patient expired 15 days post procedure with medical records indicating cause of death as acute stroke with contributing factors of acute myocardial infarction, active upper gastrointestinal bleed. At index procedure (B)(6) male was admitted symptomatic with a 95% stenosis in the ostium of the right internal carotid artery (ica). (B)(6) stroke score was 0 and modified (B)(6) score 1. Additional medical history included hyperlipidemia, clinical copd, CABG, history of smoking and alcohol consumption, hypertension, coronary artery disease, CABG, type 2 diabetes, dyslipidemia, history of tobacco abuse in the distant past. The study data based indicated no contralateral occlusion; however, medical records reported untreated asymptomatic 80-99% left ica stenosis. The right ostial ica lesion was 15mm long, eccentric, with mild tortuosity and no calcification. The lesion was pre-dilated. An 8 x 30 precise pro rx stent was deployed with no malfunction or adverse event. The residual stenosis was 20%. An angioguard rx was successfully deployed and retrieved with no technical problems or associated major adverse event. It was indicated that the patient left the angio suite without neurological deficits. Medical records indicate that he was discharged the next day. Five days after the index procedure was found at home on the bathroom floor and was admitted to the emergency room with hematemesis, melanic stool, and report of epigastric pain over the previous days. Egd demonstrated two gastric ulcers with the presence of blood; therefore, plavix and aspirin were discontinued. He was off plavix for approximately 24 hours, was then noted to have significant left hemiparesis with noninvasive study demonstrating occlusion of the right internal carotid artery and stent. Antiplatelet therapy was reinitiated; however, he then had repeat bleeding. Initial cardiac isoenzymes were normal although with serial cardiac isoenzymes there was elevation of troponin I, cpk and mb with report of acute myocardial infarction. Repeat egd showed large clots and retained blood in the stomach and duodenum, 1cm ulcer in the proximal stomach, 4-5mm visible vessel without active bleeding adjacent to the ulcer, status post placement of two endo clips. While off antiplatelet therapy the patient's neurologic status continued to deteriorate. Repeat head CT showed "evolution of acute infarct in the distribution of the right middle cerebral artery." The patient was supported initially with blood products, pressors, and fluids. The patient's neurological status continued to deteriorate and given his active gi bleed he could not be given antiplatelet therapy. Due to the significant neurological deficit from the stroke and acute myocardial infarction which could not be treated due to contraindication of anticoagulation or antiplatelet agents in the presence of active gu bleeding, the decision was made by the family to provide comfort measures to the patient with initiation of palliative care. The patient expired 15 days post index procedure. The cause of death was reported as acute stroke with contributing factors of acute myocardial infarction, active upper gastrointestinal bleed. The device remains implanted and is therefore not available for evaluation. A review of the manufacturing documentation associated with lot 15146401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stroke is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. This patient's presentation with acute gi bleed requiring discontinuation of antiplatelet therapy five days post procedure is an identified factor contributing to the right carotid stent thrombosis. This along with the patient's extensive medical history and comorbidities appear to have contributed to the patient's death approximately two weeks post carotid artery stenting. With review of the procedural information and device history record review, there is no indication of any device manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.